Event description:
It was reported that the clinic was unable to change the pacing rate of the implantable pulse generator (ipg). The device is expected to be explanted and replaced. No patient complications have been reported as a result of this event.